Event description:
Procedure: lap chole. According to the reporter: the tip of the device unraveled and came off into the patient. It was easily recovered. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).